Event description:
It was reported that the user¿s freestyle libre 3 sensor would not pair with the ilet mobile app, displaying that the sensor was already started after warmup, which led to loss of cgm data and use of bg run mode; a replacement cgm was arranged, and the user was instructed to enter fingerstick bg readings manually. Symptoms included hyperglycemia with a reported peak of 379 mg/dl and no reported hypoglycemic symptoms. Outcomes included correction by manual bg entry and a reduction in bg to 218 mg/dl without need for assistance or medical intervention. Investigation included technical support troubleshooting, education on bg run mode, device restarts, and follow-up monitoring. Investigation of this case revealed that the cgm pairing failed and a new sensor was required, while the ilet operated in bg run mode with manual entries to maintain therapy. It was concluded that the event involved hyperglycemia associated with cgm pairing failure, resolved with manual bg entry and planned cgm replacement. The device has not been returned.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.